Event description:
Pt underwent an interventional procedure. Cardiologist attempted arteriotomy closure using the closer tsl6 fr. Device. Access was obtained and adequate, if not robust marking was obtained. Hemostasis was achieved with oozing noted around the device. The device was deployed and the posterior cuff was not captured. The needles were removed and the sutures were cut. The cardiologist attempted to pull out the suture through the end that had presented, however after some give, the suture caught and could not be pulled any further. The cardiologist cut the remainder of the suture and parked the foot, lowering it back flush with the device. Cardiologist attempted to extract the device, but it could not be moved. Cardiologist redeployed the foot and reparked it and attempted to reinsert the device further in the artery in an effort to free it from any obsacle in the artery, however the device would not move in either direction. After approximately ten minutes of device manipulation, pt complained of discomfort at the site and the cardiologist was determined to take the pt to surgery for device removal and closure of the arteriotomy. The vascular surgeon reported that the foot was lodged intraluminally, preventing device removal. The pt recovered without further incident.